Event description:
It was reported that the biomed stated that the troubleshooting alert 113 (reduced water temperature control) from neonatal intensive care unit (nicu) and was unsure if patient was too hot or too cold and confirmed that they did fill the device, and it had four bars of water.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a bd record that was deemed not reportable. Correction: e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the troubleshooting alert 113 (reduced water temperature control) from neonatal intensive care unit (nicu) and was unsure if patient was too hot or too cold and confirmed that they did fill the device, and it had four bars of water.